Manufacturer narrative:
There were multiple classification types reported to be involved. The information for the additional device type is as follows: medical device type: fmi. Common device name: hypodermic single lumen needle. PMA / 510(k)#: k951254. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd safetyglide¿ insulin syringe with attached needle the plunger was deformed. The following information was provided by the initial reporter. The customer stated: the "plunger was deformed and can't be used."

Event description:
It was reported when using the bd safetyglide¿ insulin syringe with attached needle the plunger was deformed. The following information was provided by the initial reporter. The customer stated: the "plunger was deformed and can't be used."

Manufacturer narrative:
H6: investigation summary three photos of 1ml syringes (p/n 305903) were visually evaluated. It was immediately observed in the photos that the stopper was missing from the plunger tip and instead jammed against the inside wall of the barrel. The observed condition was non-conforming per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1097895 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-mar-08. H6: investigation summary: one sample and three photos (material 305903) were provided to our quality team for investigation. Through visual inspection, it was observed that the stopper was missing from the plunger tip and instead jammed against the inside wall of the barrel between the 0.06ml to the 0.28ml grad lines. The syringe also had two damage marks on the opposite side of grad lines. The condition observed was non-conforming per product specification. Potential root cause for the jammed stopper and damaged barrel defect are associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported when using the bd safetyglide¿ insulin syringe with attached needle the plunger was deformed. The following information was provided by the initial reporter. The customer stated: the "plunger was deformed and can't be used."